Event description:
It was reported that during device preparation and prior to use, the 2.25 x 18 mm xience v stent delivery system (sds) outer protective sheath was stuck and could not be removed. The device was not used. A second sds was used in the procedure. There was no reported patient involvement. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the soft tip was returned separated and frozen on the protective stylet.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the protective sheath was confirmed; additionally, difficulty/resistance removing the stylet, and tip separation were noted. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.